Manufacturer narrative:
Based on the current information provided, the cause of the cystic duct leak cannot be determined. After a subsequent, unrelated procedure, the large clip applier associated with this complaint was returned to intuitive surgical, inc. (Isi) due to premature instrument expiration. During failure analysis, the instrument passed all in-house testing, and was not expired. A review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer. Investigation revealed there were no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being conservatively reported due to the following conclusion: the patient developed a bile leak after a large hem-o-lok clip applier instrument was used to clip the cystic duct. It is unconfirmed if the hem-o-lok was placed on the cystic duct or another unknown structure. The patient underwent an ercp and biliary stent placement as a result. Note: refer to medwatch report (MDR) with MFR report #2955842-2023-10660 for MDR submission of the vascular injury involving the mcs instrument.

Event description:
It was reported that during a da vinci assisted cholecystectomy, the procedure was converted to open after a cystic artery injury. The surgeon reported the following details: overall, visualization was poor due to the patient¿s bmi and acute pancreatitis/inflammation. A monopolar curved scissors (mcs) instrument was used to slide under the peritoneum to cauterize in the same manner as a cautery hook. Indocyanine green (icg) imaging was utilized during dissection around the cystic duct, followed by dissection around the cystic artery. The cystic artery was inadvertently cauterized with the mcs instrument which weakened it. After further dissection, the cystic artery began to bleed while the weakened vessel was being retracted. Bleeding was stopped by clamping and holding pressure with a fenestrated bipolar forceps (fbf) instrument. The fbf instrument was released and the bleeding was controlled enough to continue dissection and try to get better visualization/confirmation of the arterial anatomy before placing a clip. After a few minutes of dissection without ever placing the clip, significant bleeding resumed, decreasing visualization as the endoscope tip would get blood on it. The surgeon believed that excessive pressure on the gallbladder during this bleeding incident caused the cystic duct to avulse. A hem-o-lok clip was placed, using a large hem-o-lok clip applier instrument, on what was thought to be the cystic duct's remnant. The procedure was then converted to open surgery. The surgeon reported that most of the bleeding occurred during the conversion set up. Once open, intervention included pressure with laparotomy sponges and a hemostatic agent until the patient¿s blood pressure was stabilized by the anesthesiologist. Upon releasing pressure from the injury, the bleeding had stopped. However, while taking the gallbladder down the artery started to bleed again; the artery was then clipped and cut. A jackson-pratt (jp) drain was placed as it was unclear if it was actually the cystic duct clipped earlier in the procedure. Estimated blood loss was about 2000 ml during the procedure. The patient was transfused with 5 units. After completion of the procedure, the patient was transferred to the intensive care unit and described by the surgeon to be ¿very stable.¿ the following day the patient was moved to a lower acuity unit. Near day 3-4, bilious fluid began to collect in the jp drain. A gastroenterologist performed an endoscopic retrograde cholangiopancreatography (ercp) and placed a biliary stent, noting a cystic duct leak. After another couple of days the patient was discharged home with the jp drain. A week later, the patient returned to the hospital and was admitted for an additional 3-4 days while being treated for pancreatitis where a CT scan demonstrated no fluid collection. The surgeon reported it is unknown why the patient redeveloped pancreatitis as the common bile duct appeared clear of stones, and it was not believed to be related to the stent. During the second hospitalization, the patient¿s drain output was zero and was removed prior to discharge. The patient is doing well, and no long-term complications are expected.